Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that the cassette's content was note delivered. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions without its original packaging, decontaminated with extension set attached and inside in a plastic bag. During the visual inspection, sample received did not present with any damaged, kink, cut. Sample was received without blue clip cap. During the functional testing the sample could be connected without problem and passed the delivery accuracy test; sample delivery rate was 4.81 percent. The complaint was not confirmed. No root cause was determined due to the complaint not being confirmed. The actions taken were not performed due complaint was not confirmed.

Manufacturer narrative:
Other, other text: device lot number was provided by the customer, manufacturing date and exp date were updated.